Event description:
The customer reported that the device shutdown while charging. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device shutdown while charging. No adverse pt impact was reported. The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.